Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that the stent graft was deployed within the cephalic vein, but the deployment system could not be removed from the patient. Part of the delivery system detached within the patient. A vascular snare was used to retrieve the foreign body, delaying the procedure. The procedure was not completed successfully for this patient.